Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the lead exhibited multiple insulation breaks. The physician repaired the lead and reused it with a new pulse generator.